Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-03237, 1627487-2020-03238 and 1627487-2020-03240. It was reported the patient's drg system exhibited high impedance on three of the implanted leads after a recent fall/incident. Consequently, surgical intervention was taken and three of the leads were replaced. Stimulation therapy was successfully restored and the reported issue addressed.